Event description:
Medtronic minimed 670g cgm blood sugars very inaccurate. It works for a while and then it begins to fail tremendously after six months. In a recent event the cgm said 57, but my blood sugar by manual check on the contour meter was actually only 20. I could have died. This has happened on numerous occasions. It can be very wrong, >50 units up or down on too many occasions. Dexcom never had any of these issues. I have complained to medtronic regularly, but they haven't fixed the issues. When I complained to dexcom about less pressing issues they were fixed within three months. Now, medtronic wants me to pay for a new sensor, even though I've only had this replacement sensor for six months. They said the replacement sensor uses the original sensor's date. That's insane. It was a replacement and I've only had it six months and the warranty is one year. I can't believe the FDA approved this device. What's worse is that their sensors are on back order, but what is actually broken is the transmitter so I have to wait for a call back from the diabetes team and I had to push for that. Why is my life not important to medtronic, but it's very important to dexcom? Please look into this. Most complaints are only made to physicians, so if they don't report to medtronic, there is no record of the problems. Automode is very important for those of us who have problems with low blood sugars, but inaccuracies of 50 units can be a life or death issue. Blood sugars inaccurate. FDA safety report ID# (B)(4).